Event description:
On (B)(6) 2026, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by (B)(6) products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2026 the patient was seen in the outpatient pd clinic with symptoms of abdominal pain. The patient had a pd culture obtained in the pd clinic (the same day) which grew the bacteria enterococcus faecalis. The patient was diagnosed with peritonitis and was initiated on intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and ceftazidime (dosing not provided) on an outpatient basis. However, the nurse stated that the patient¿s abdominal pain persisted despite treatment with antibiotics. Subsequently, on (B)(6) 2026, the patient was admitted into the hospital for this peritonitis infection. The nurse did not have pd culture results available from the hospital. While hospitalized, the patient underwent removal of the pd catheter (not a (B)(6) product) and was transitioned to hemodialysis for renal replacement needs. Furthermore, the patient received antibiotic therapy (details are unknown). On (B)(6) 2026, the patient was discharged from the hospital and is reported to be recovering from the event. The patient currently continues hemodialysis on an outpatient basis. The patient confirmed that the patient did not have any fluid leaks or issues with (B)(6) products in relation to the peritonitis event. The patient reported that the peritonitis infection was due to concomitant constipation. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).